Event description:
It was reported to philips that the device's battery cannot be charged. There was no patient involvement.

Manufacturer narrative:
The device was evaluated by a third party, and the reported problem was confirmed. It was determined that this was a malfunction of the battery, which was replaced by the third party, and the device was returned to full functionality. The device remains at the customer site and no further evaluation is warranted at this time.